Event description:
Covidien received information stating that an 840 ventilator display went blank and initiated the power on self test (post) while on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. The cse inspected the device and reseated the gui to bdu cable. The unit passed all testing and operates within the manufacturing specifications.(B)(4)